Manufacturer narrative:
The samples were serum. Qc prior to the event was within the lab established ranges. After the samples were flagged and rerun, qc was not rerun. The lab attempted to recalibrate the co2, however, calibration failed. A bec field service engineer (fse) replaced the co2 measuring and reference electrode. Fse verified performance.

Event description:
A customer contacted beckman coulter inc (bec) customer in regards to erroneous high carbon dioxide (co2) results on 11 patients generated by the unicel dxc 600i synchron chemistry. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate instrument and lower results were obtained. The customer provided results from 9 patients only. Patient treatment was not initiated or withheld based on the low result.